Event description:
A biomedical technician contacted (B)(6) customer service to report an issue against the bain fistula needle 16gx1, 25mm. The fistula used didn't have the end cap included on the end of the blood tubing causing loss of blood onto the patient treatment area. There was approximately 3ml of blood. The patient reported that also have seen missing clamps and needle guards for these fistula needle sets. A peritoneal dialysis (pd) patient's registered nurse contacted (B)(6) customer service to report an issue. The registered nurse (B)(6) called regarding reason for patient being put on hold. The nurse stated that the patient has had complications with his pd catheter & had a nephrectomy on (B)(6) 2025. The patient would be doing hemo dialysis in center until he recovers from the nephrectomy surgery. The registered nurse stated she did not have the lot number & expiration date of the catheter. Upon follow up, it was confirmed the reported event, stated that patient scott melton had a surgery on (B)(6) 2025 and that the issue was with the patient's pd catheter. The nurse mentioned that the patient was currently still doing in center hemo dialysis but she stated she did not know if or when would the patient start to do peritoneal dialysis again, and also mentioned that the patient still recovering from the surgery. The nurse mentioned that the patient is fine, and she continues to perform treatments. No patient adverse effects were experienced and no medical intervention was required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).